Event description:
(B)(6). Same case as 2134265-2010-04346. It was reported that following a carotid artery treatment procedure, the patient experienced low blood pressure. The lesion being treated was located in the right common and internal carotid artery. The lesion was pre-dilated using an unknown balloon catheter. A filterwire ez was positioned and a carotid wallstent was implanted. The lesion was port-dilated with an unknown device. Post procedure, 0% stenosis was noted. During the index procedure, post stent deployment, the patient experienced low blood pressure, which was treated with a vasopressor. The event was resolved 5 days post treatment.

Event description:
It was further reported the patients blood pressure at the time of the event was 78/52.

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
(B)(4).